Event description:
It was reported that the suture broke, during a CABG procedure. The breakage of the suture caused the surgeon's hand to jerk and as a result, a scrub nurse was stuck with the needle. The patient is not known to be hiv or hepatitis positive. The scrub nurse is being monitored for serouconversion. No preventative treatment is being prescribed.